Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5151692. A device history record (DHR) could not be performed as the serial number of the lead was unknown.